Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(4) 2018 with unknown blood glucose levels at the time of the incident. The customer tripped and fell down the stairs. The customer's spouse stated the fall was probably a combination of having a couple of wine glasses, neuropathy, and low blood glucose. The customer was at 70 mg/dl at the time of admission, 200 mg/dl on the morning of the call, and 303 mg/dl at the time of the call. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the caller declined. The customer was running high of 276 mg/dl the day before the call and treated with manual injections. The insulin pump will not be returned for analysis. Frn-mmt-332-reservoir.